Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed the displacement test, the rewind test, the prime test, the basic occlusion test, the force sensor test, the occlusion test, the sleep current measurement test, and the active current measurement test. Multiple power error detected alarms were present in the long trace file and pump error 25 was triggered when the backup battery's unloaded voltage was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Pump error 63 alarmed during the self test due to poor solder joints on the keypad assembly. The insulin pump was received with scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a damaged keypad overlay texture, a stained serial number label, a peeling end cap address label, and corrosion on the battery tube.

Event description:
It was reported via phone call that the customer received a pump error alarm after four hours of troubleshooting a previous occurrence. Their blood glucose was unknown. The pump was returned for analysis.